Manufacturer narrative:
Section a2: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer¿s investigation conclusion: the reported even of a water ingress issue could not be determined through this evaluation. It was reported system controller (serial # (B)(6) was in contact with water and an evaluation of the log file was requested. Data from the event was reviewed, which captured from day 2164 hour 18 minute 52 to day 2172 hour 18 minute 15. No adverse alarm event was captured within the timeframe. The pump speed was within the set speed limit (8,600 rpm) and low speed limit (8,200 rpm) for all events. It was reported the system controller remains in use and was not returned. A root cause that led to the water ingress issue could not be determined through this analysis. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. The patient handbook rev. D, operating manual rev. F, and instructions for use 105747 ja-jp rev. B cover all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Under low voltage advisory and low voltage hazard alarms. Low voltage advisory alarm is a yellow battery symbol with 1 beep every 4 seconds. Low voltage is a red battery with continuous audio tone. Also, continuous audio tone, but no warning light and no green power symbol indicate the system controller is not receiving power. All manuals warn users ¿system components must never be immersed. Showers and washing are permitted when the physician approves wound site readiness. During showers, the heartmate shower bag must be employed.¿ periodically inspecting the equipment for damage is covered in the patient handbook rev. D. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E1; reporter phone number and email were not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller was not replaced and would not be returned.

Event description:
It was reported that the system controller was accidentally hit with water. After that, the system seemed to be running without any problems in the self-test. There were no alarms, and the patient was asymptomatic. Log files were submitted for review and contained a few clusters of pulsatility index (pi) events as well as routine power source changes. No abnormal alarms or events were recorded. The pump and external equipment appeared to be operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.